Manufacturer narrative:
Based on the claim against the product by the customer noting a system error and a subsequent procedure conversion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue, confirmed a defective universal power distributor (upd) as the upd suj output was below specification. After replacement, the system was tested and verified as ready for use. Isi received the replaced upd for failure analysis. The upd was installed on the test system. The system start up failed with error 31221. The highside switch fault field programmable gate array (fpga) logic had detected a loss of power confirming a component failure. The complaint was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a non-recoverable fault and an inability to disable arm4. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an error 31221 occurred. The system was rebooted but the issue persisted. The technical service engineer (tse) reviewed the logs and found errors 31221 and 319 which pointed to a fault on the proximal set up joint (suj) on arm 4. The tse guided the customer to hard power cycle the system but the issue persisted and the customer was unable to disable arm 4. The surgeon elected to convert the procedure to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: since the procedure was originally in progress and the da vinci system could not be restored, the surgeon decided to convert to a laparoscopy procedure based on the patient's safety. There was no increase in port size incision or additional ports needed when converting. The patient was able to tolerate the change and there was no injury to the patient.